Manufacturer narrative:
This product is registered as a combination product. Product not returned the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out due to eri/eol, chronically elevated pacing threshold was noted on left ventricular lead. The lead will be monitored. The patient condition was fine.